Event description:
Related manufacturer reference number: 2017865-2022-37799. It was reported a patient's atrial lead presented with failure to capture as well as high pacing impedance. The patient's right ventricular lead also presented with high pacing impedance and a lead fracture. The atrial lead was capped and replaced in a procedure on (B)(6) 2022, while the rv lead was explanted and replaced in the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
Further information requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-37798 it was reported a patient's atrial lead presented with failure to capture as well as high pacing impedance. The patient's right ventricular lead also presented with high pacing impedance. The atrial lead was capped and replaced in a procedure on (B)(6) 2022, while the rv lead was explanted and replaced in the same operation. While the rv lead was extracted, the atrial lead experienced an insulation breach. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: b5, h6.